Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had the tubes/extenders with molding defects (non-cosmetic) that can be used. This event occurred 4 times. The following information was provided by the initial reporter: the customer notice the tubes be stored "imploded". Customer will review provided storage recommendations.

Manufacturer narrative:
Investigation: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for collapse with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use the bd vacutainer® sst¿ ii advance plus blood collection tubes had the tubes/extenders with molding defects (non-cosmetic) that can be used. This event occurred 4 times. The following information was provided by the initial reporter: the customer notice the tubes be stored "imploded". Customer will review provided storage recommendations.